Manufacturer narrative:
B3. Date of event is approximated to first day of boston scientific aware month, exact date of event is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, the end of this fiber broke off during a procedure. The procedure was continued by cutting the broken part. The patient outcome was not provided.

Event description:
It was reported that, the end of this fiber broke off during a procedure. The procedure was continued by cutting the broken part. The patient outcome was not provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device instructions for use (IFU) was reviewed. The IFU states: fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. B3. Date of event is approximated to first day of boston scientific aware month, exact date of event is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.